Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions at 13.5 cm to 13.9 cm, 17.2 cm to 17.6 cm, 23.6 cm to 24.4 cm and at 26.5 cm to 27.6 cm. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.